Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (300 mg/dl). The customer declined to perform a system check with tandem technical support, indicating that the healthcare provider (hcp) had recommended that the customer's pump settings be updated. The contact called back several hours later and tandem technical support guided the contact through updating the pump settings with the hcp's recommendations.